Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2018: discharge echocardiogram = mr grade 1+, lvef 24%, mean mitral valve gradient 1.4 mmhg. There was no device issue. On (B)(6) 2018: follow-up echocardiogram = mr grade 1+, mean mitral valve gradient 2.5mmhg, lvef 22%. There was no device issue. The device remains implanted. Investigation is not yet complete. A follow up report will be submitted with additional information.

Event description:
This report is filed for worsening of heart failure and death. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for functional mitral regurgitation (fmr) grade 4+. The patient presented with non-ischemic fmr, with leaflet tethering dilated and cardiomyopathy . One mitraclip was implanted without a device issue, reducing the mr to grade 1+ - 2+. On (B)(6) 2018 and (B)(6) 2018, follow-up echocardiograms were performed without a device issue nor any increased mr observed. On (B)(6) 2019, the patient died from worsening of heart failure and dilated cardiomyopathy. Per physician, the event was unknown if device related. Reportedly, the clip remained stable and well seated without any tissue injury due to the device. There was no hospitalization and no treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds) devices. The reported adverse event/patient effect of heart failure and death, as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported heart failure and death could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.